Event description:
It was reported that pump displayed non-resettable malfunction alarm malf 24, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump, and technical support confirmed warranty status, arranged shipment of replacement pump with updated software, instructed customer to place malfunctioning pump in storage mode and return it within 10 days using provided materials, and advised customer to reprogram pump settings and reconnect cgm on replacement pump.